Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found error b30 coming intermittently due to faulty low voltage switching device printed circuit board. Additional findings include the following: the front panel led blinking intermittently due to a defective scope socket. Abnormal sound coming from the equipment due to a defective scope socket. Low light in the image due to a foggy internal lens, dust inside the unit needs to be cleaned. Wire found corroded, heavy corrosion on chassis, heavy corrosion on shield case, heavy corrosion on tank socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, checked & found error b-30 occurring when 190 series scope connect. The issue was found during preparation for a diagnostic endoscopy procedure, which was completed using a different light source without delay. Upon receipt and inspection of the returned device, it was also discovered that the front panel light emitting diode was blinking intermittently due to a defective scope socket. There were no reports of patient or user harm associated with this event. This report is being submitted to capture both the initially reported as well as the discovered reportable malfunctions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty low voltage switching device printed circuit board and defective scope socket could not be identified. Olympus will continue to monitor field performance for this device.